Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The complaint of the communication error could not be confirmed in the log review or replicated during testing. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. The inside of the device was free of fluid ingress and corrosion. All inspected parts were manufactured by bd. A review of the pcu error logs, as well as the pcu battery log, showed no errors or malfunctions that were relevant to the customer¿s complaint. The facility did not provide infusion details. A review of the pcu event log, prior to the reported event date, identified no infusions were programed on april 15, 2025. A functional test was performed on the suspect pcu. The suspect device was powered on. During the boot sequence a ¿replace battery¿ warning was displayed. This error is noted as incidental, and it¿s not related to the reported communication error. A test infusion was performed for 24 hours. The infusion completed successfully with no errors or malfunctions. The bd alaris tm pcu and bd alaris tm pump module technical service manual states in the troubleshooting section that if the error is repeatable, to perform the response steps in the order they are listed until the error is corrected. Following the repair, use the applicable maintenance software to perform the required tests. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). The device was reported to have no patient involvement. Note to repair center: suspect pcu (B)(6). Please re-torque all screws and replace the battery. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had communication errors. There was no patient involvement.